Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported found 1 pen needle that would not allow insulin to flow thru it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary customer returned (4) pen ndl 32ga 4mm pro without teardrop label. It was reported by the consumer that 1 pen needle that would not allow insulin to flow thru it. All returned pen needles was visually examined using magnification and found 2 npe broken pen needles, other pen needles without any damages were tested for clog and observed proper flow of insulin without any clog issues. Most likely pen needles were clogged during priming due to non-patient end was broken. As the samples return were open root cause cannot be determined. Hence, the alleged issue could be confirmed based on the samples retuned for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue. Root cause cannot be determined as the return samples were open.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported found 1 pen needle that would not allow insulin to flow through it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.